Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the excessive no delivery, loud rewind or prime /fill anomalies due to the motor error alarm. The motor was tested outside of the device and failed. The pump was received with minor scratches on the lcd window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error alarm, prime anomaly, excessive no delivery alarms and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had a motor error that would not rewind anymore. The customer mentioned scratches on the screen, which made it harder to read. The customer will return the pump for analysis.